Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient came in for their follow up procedure. It was noted via imaging that there was a device related thrombus. The patient was kept on their anticoagulation medication and the plan was for them to return for another imaging procedure at a future date.